Event description:
It was reported by the patient that their monitor has moved or "twisted" since doing a vigorous workout. The patient feels that it is "twisted". The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).